Event description:
It was reported that a vented continu-flo solution set with 3 injection sites had an interlink luer that could not be drawn from using a cannula and needle (non-baxter product). This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.